Event description:
The pt experienced a loss of therapeutic effect which began about 6 months ago. There was no accident or incident related to this event. The target therapy was bilateral stimulation coverage of both legs but was no longer receiving therapy in the right thigh area. The only way she could get stimulation in that area was if she lies down flat on her back without a pillow. X-rays were taken but results were not available at the time of this report. It was noted that the pt's other side used a different lead for foot pain which was reported to be well covered. Additional info was requested.

Manufacturer narrative:
(B)(4).